Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the bipolar function was not working on the integrated electro surgical unit (iesu). The customer had replaced the instrument and the energy cord but the issue remained. The customer confirmed that the monopolar energy was working and proceeded the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The cfg personality module energy device (pmed), was analyzed and the reported issue was not confirmed or replicated. In artemis, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The pmed was installed onto a golden is4000 system and was triggered to indicate fault on the pmed. The system started up without any error. Performed test with monopolar and bipolar instruments, all ports are fully functional as normal. All 3 ports were tested and energized but no faults could be identified. As a result of these findings, failure analysis concluded that no cause could be attributed to this issue. The complaint was confirmed based on field evaluation. Device history record (DHR) review for the system involved with the reported event was deemed not required by quality engineer since there is no indication of a manufacturing related issue.

Event description:
Refer to h11 for follow-up information.